Event description:
In september 2005, a clinical incident involving an ultravac arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the shoulder, the patient was reported to experience pain on the same day of the procedure. The patient was prescribed pain medication.